Manufacturer narrative:
Continued initial reporter zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant "not fully sealed".

Event description:
Healthcare professional reported implant "not fully sealed." The device was not implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified the weight the device within specification and yellow particles in the shell. Voids in the gel observed after autoclave cycle. Received the unit with iodine stains and adhesive tape on the thermoform. Based on the device analysis the final assessment is: workmanship is not considered because the unit is received open, with iodine stains and adhesive tape on the thermoform, however a further investigation is opened to make a more detailed analysis of the reported event of breach or deformation of thermoform.

Event description:
Healthcare professional reported implant "not fully sealed." The device was not implanted.